Event description:
Hcp reported "nurse refilled pump 1-2 months ago-expected to get back 4 cc and got 14cc. Dr would not check catheter for patency at time of surgery". The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when additional information is received.